Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a crack on the battery area. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads, cracked reservoir tube lip and scratched case. Insulin pump was confirmed for cracked battery tube area. Insulin pump passed required testing.